Event description:
Infusion set tubing separated from the luer lock. He stated that a week prior, he woke up with blood glucose of 400's mg/dl (normal 140 mg/dl). Patient stated that the tubing was completely separated. He administered an insulin injection, changed the infusion set, and his blood glucose level decreased. The second incident occurred on 05/04/2006 and he felt his blood glucose was elevated. He tested his blood glucose at 275 mg/dl. He stated that the tubing was completely separated from the luer lock. Patient reported that he administered an insulin injection. Changed the infusion set, administered a blous, and his blood glucose level decreased. He did not provide any symptoms related to the elevated blood glucose events. Patient did not require medical assistance to address this issue. Product has been requested for return to be elevated.